Event description:
The manufacturer received information alleging a ventilator had a leak in the exhalation module. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.